Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: first affiliated hospital of (B)(6) university school of medicine reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the cable clamp is broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.